Event description:
On 2024-aug-13, information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they were still struggling with the device. Patient stated that they have a lot of good days but where the device was extremely painful. Patient reported the pain was not related with the stimulation but it was related with the way their body was reacting to it. Patient reported it was more a physical pain. Agent asked the patient when the pain started and patient stated that it was about 7 weeks ago patient mentioned that they saw the doctor on monday and the doctor said that they will see the doctor in a few months and the doctor said that could be their body getting use to the device. Patient reported pain at incision site the patient was redirected to their healthcare provider (hcp) to further address the issue. On 2024-09-25, additional information was received from the patient. The reason for call was patient called to inquire about mammogram and an ultrasound breast exam that patient is having tomorrow. Patient inquired if implant needs to be turned off. Patient stated they were told with dental e nvironment to turn off implant before patient walks into dentist. Patient stated they are trying to understand why guidelines for one test is different than another. Reviewed diagnostic x-ray, diagnostic ultrasound, and dental compatibility with patient. Provided patient with tech services phone number for hcp if needed. Patient inquired if it is ok to turn implant off. Agent reviewed general overview of implant/therapy. Patient reported they were still having a lot of pain in the area of their implant. Patient inquired if it is normal for their body to take this long to "accept" the device. Agent asked, patient confirmed the pain was in the implant location. Patient said if they make certain movements or lay flat on a surface, like when they were doing physical therapy for another injury, they will hurt for 3 days in that area when they lay on the bed or if they sat a certain way. Patient mentioned they have an upcoming appointment with their doctor scheduled for november 11th. Patient stated they didn't know if there was a "normal curve" and the doctor said that patient probably has a "lot of extra nerves in that area than most people". The patient was redirected to their healthcare provider to further address the issue. Reviewed role of patient services and redirected patient to their managing healthcare provider to discuss symptoms. Patient stated they have had the implant since (B)(6) and stated they can count on their hand just a few days that they have "been out of some sort of pain". Patient stated implant is significantly helping symptoms and stated they have 100% improvement. Patient stated they thought it was healing and stated they know some people can have sensitivities and allergies. Patient stated again the device is helping they just don't know how long it will take patient to get over this "hump". Patient mentioned they are not a heavy-set woman. Patient stated their implant date on record was incorrect. Patient stated correct implant date is (B)(6) 2024. Agent warm transferred patient to patient registration at call closure to correct. On 2025-nov-05, additional information was received from the patient. They reported that their device helped a tremendous amount, but it never felt right in their body, it was painful, they never showed any signs of infection, but they could hardly walk, they couldn't lay on their right or their left but they showed no signs of anything wrong physically. Patient said when it was removed in (B)(6) 2024, the doctor found infection on the lead and on the device. Twelve days after the removal surgery they got a seroma and had to go back in (B)(6) to have surgery to drain the open wound. They said, for months after that, it was horrible, they were on antibiotics for 30 days. Altogether they had to have 5 surgeries for their interstim. They also mentioned when they were doing physical therapy, they were in so much pain from the infection they couldn't get up on the table to do physicaltherapy. They said they have a new one now.

Manufacturer narrative:
Continuation of d10: product ID: 978b128, lot# va2y81v, implanted: (B)(6) 2024, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 06-nov-2025, UDI#: (B)(4). D6b: explant date estimated. B3: event date estimated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.